Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in searching the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. It was noted the product was implanted approximately twenty years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address knee pain due to loosening of the femur and tibia. Poly wear and osteolysis were also reported.